Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) no complaint was received with return of the device. Failure (event) observed during analysis. Analysis found the battery depleted. The device was analyzed with a new battery and found to be normal. The original battery was sent out to the vendor for further evaluation and no anomaly was detected. The cause for the premature battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.